Event description:
Sales rep reports disconnect of slip luers when inserted into the jelco IV catheters. States has been occurring for the past month. No pt injury noted at this time.

Event description:
Sales rep reports disconnect of slip luers when inserted into the jelco IV catheters. States has been occurring for the past month. No pt injury noted at this time.